Event description:
It was reported that during a video colectomy procedure the device did not perform the anastomosis due to malformed staples. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.